Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer stated the ventilator passed self testing.

Event description:
The customer reported a 840 ventilator was in safety valve open. The ventilator was not on a patient at the time of the event.